Event description:
A customer reported issues with the touch feature of the device being "too sensitive". There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.